Event description:
Left breast implanted noted to be leaking approx six weeks prior to surgery. Pt underwent removal & replacement of bilateral breast implants and bilateral capsulotomy. Left implant noted to be completely deflated and the capsule significantly contracted. Right implant removed and found to be a dense fibrotic capsule.